Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, patient underwent following procedure: 1. Bilateral l4-5 arthrodesis, posterolateral intertransverse process type, 2. Bilateral l4-5 segmental spinal instrumentation with titanium pedicle screws and rods, 3. L4-5 posterior lumbar interbody fusion, 4. L4-5 implantation of interbody cage prosthesis, 5. Bilateral l3-4 and l4-5 decompressive laminectomies, medial facetectomies, foraminotomies for decompression, 6. Complete right l4-5 facetectomy for posterior lumbar interbody fusion/cage implantation, 7. Use of autologous bone for graft fusion, 8. Implantation of rhbmp-2. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.